Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced bradycardia and pause episodes that do not appear to be true. It was further reported that the icm experienced undersensing r-waves or premature ventricular contractions (pvc) and tachycardia episodes that appear to be oversensing or noise. The icm remains in use. No patient complications have been reported as a result of this event.